Manufacturer narrative:
The pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. There were no unexpected no delivery or motor error alarms noted. The motor was tested outside the device and passed. The pump was received with slightly loose drive support disk. The pump was received with cracked case at display window corners. The pump was received with minor scratched lcd window. The pump was received with stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 108 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.